Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 1627487-2024-07373 it was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had multiple contacts with high impedance. During pre-op patient mentioned having difficulties with placing charger over ipg site, and having to remain connected over charging duration. As a result, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the stimulation end (paddle) revealed that channel 5 lead wire was broken near the paddle electrode. Microscopic inspection of the lead for channels 1-8 revealed that channel 8 lead wire was broken 4.7cm distal to the terminal end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.